Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/27/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3; it was reported that the device had performance breakage suture. It was received for analysis an empty opened straight pack, a detached needle and six needle-suture pieces. The product code is multi-strand and contains four strands double armed per packet during the visual inspection of the detached needle and the needle/sutures pieces, the swage and attachment area were noted to be as expected. However, marks on the body needle and the ends of the sutures cut that appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was broken after passing the needle through the tissue. There were no adverse consequences to the patient. No additional information was provided.